Manufacturer narrative:
(B)(4).

Event description:
It was reported that bluetooth connection issues on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of bluetooth connection issues is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.